Manufacturer narrative:
Sample a: a device history record (DHR) indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. Leakage was observed on the blue luer connection however the sample was able to reach maximum vacuum with no issues. The root cause of the customer's complaint was confirmed. Although the sample was able to reach maximum vacuum with no issues leakage was observed on the returned sample from the blue luer. Complaints of a similar nature referencing aspiration/suction issues have been received and the most likely root cause is an error during the supplier¿s manufacturing process of the blue aspiration luer on the manifold. It has been found that the blue luer, regarding one mold cavity, on the manifold was not creating a complete seal resulting in air flow. Sample b: (B)(4). A review of the device history record (DHR) indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. Both irrigation and aspiration luer's were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The irrigation and aspiration flow rates were within specification. No damage was found on the fittings. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings. The sample functioned within specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. Sample c: (B)(4). A review of the device history record (DHR) indicated the order was built to specification. The returned cassette was visually and functionally tested and the complaint was confirmed. The sample failed to prime and generated a system message code and a leak was observed at the aspiration tubing to the cassette insertion. After removing the aspiration tubing from the cassette, lack of solvent was detected on the tubing. The root cause of the customer's complaint was insufficient solvent application at the location where the tubing was inserted into the cassette housing. (B)(4).

Manufacturer narrative:
Product samples have been received by the manufacturer and are awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported to a company representative that for several months during the phacoemulsification portion of an unknown number of cataract procedures, the vacuum was not "as robust". There was no harm to the patients reported. Additional information was requested; however, none has been received to date.